Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(6). The provided history file was analyzed. The history file did not show a technical malfunction on the 18th december until 19th december. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: "vtbi set at 83ml. Rate was set at 5.2ml/hr at 1900hrs. Visual check was checked hourly by the user and found that the volume in the burette level indicated 67ml at 2300hrs. However, she found that the volume in the burette level remains at 67ml at 0000hrs. She change the rate to 4.3ml/hr and top up the IV tpn volume in the burette from 67ml to 78ml. She found that the volume in the burette drop from 78ml to 77ml in 0100hrs. Hence change pump using the same consumables with another pump after checking there is no twisting in the tubing and no issue on the infusion on the new pump."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.